Event description:
The field engineer reported that the left monitor intermittently failed to display image. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface coin battery and display adaptor were evaluated and replaced. The system was tested and found to working as intended and returned to service.